Manufacturer narrative:
Patient's weight and event date were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not provided. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4) , during clinical procedure, patient experienced lack of primary stability.